Event description:
It was reported that the pump touch screen was on, but the display remained black. Customer's blood glucose was 503 mg/dl. Customer administered manual injections to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.